Event description:
It was reported during remote follow up that the patient transmitter had blown a fuse and failed to power up.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.